Event description:
It was reported that they have a defective foley catheter, one of the 3 holes on the insertion tip was raised, and the fluid did not flow out. The whole lot was pulled, so they have a total of 8 to be returned. (Material# 0167si22, lot# ngkr1988).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.